Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. Vascular access was obtained via the radial and femoral artery. The target lesion was located in the proximal right coronary artery (rca). A 3.00x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the device became stuck inside the guide catheter. The device and the guide catheter was removed together and it was noted that the stent was damaged. A new guide catheter was advanced and the procedure was completed with another 3.00x20mm promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was stable and good.